Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer's blood glucose levels were 356 mg/dl and 110 mg/dl. The customer alleged the insulin pump for under delivery because they said that the insulin pump was not working. The customer also stated that they experienced high blood glucose level and treated with injection. The insulin pump will not be returned for analysis.